Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing symptoms related to diabetes. Customer stated her blood glucose was high and that she was attempting to take care of that at the time of the call. Customer requested manufacturer contact her the following day. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. Customer stated she had obtained a blood glucose test result using the true metrix meter of 500 mg/dl and had gone to the ER on (B)(6) 2023. Customer's blood glucose test result at the ER had been 600 mg/dl. The diagnosis was high blood glucose and customer was treated with medication and discharged the same day. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement products; customer declined to be contacted further.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 471, 444, 404, 400 and 377 mg/dl. The customer¿s expected am fasting (upon rising) blood glucose test result range is 80-110 mg/dl. The customer reported feeling dizzy and tired. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 02/20/2023 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 471 mg/dl date: (B)(6) 2023 time: 1:42 am fasting overnight/midnight hour. Result 2: 444 mg/dl date: (B)(6) 2023 time: 1:27 am fasting overnight/midnight hour. Result 3: 404 mg/dl date: (B)(6) 2023 time: 5:41 pm unknown. Result 4: 400 mg/dl date: (B)(6) 2023 time: 3:29 pm unknown. Result 5: 377 mg/dl date: (B)(6) 2023 time: 3:56 pm unknown.